Event description:
While withdrawing the cot from the back of the ambulance, the cot under-carriage is designed to lower into an extended position and lock in place. For successful locking of the under-carriage 3 criteria must be met: the slow removal of the cot, the foot end of the cot must be held at a minimum height, and the operator must be conscious of a sound associated with the carriage locking. Rptr is experiencing an occasional problem when the operator does not detect that the carriage is not locked. This leads to completely withdrawing the cot from the ambulance, and the cot will collapse approx. 4 feet. Some ambulance cots (including this MFR's cots) have a safety. This device prevents the cot from being completely withdrawn from the ambulance until the operator ensures the under carriage is locked in an extended position. This MFR will not supply rptr's cots this model with this safety feature. One patient was actually dropped.